Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty solder joint on the pace defib engine board. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check, the device failed to charge and failed to discharge. Complainant indicated that there was no pt involvement in the reported malfunction.